Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a total service call. The cse replaced seals to repair a leak in the dilution discharge pump, replaced the paddle of mixer 1, cleaned the ion selective electrode module, aligned the sample and reagent probes, and cleaned the dilution washer lines to resolve an overflow in block 4 of the dilution washer. The cse ran calibration and quality controls, all of which passed. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on patient sample(s) from one patient on an advia 2400 instrument. The discordant results were obtained on bicarbonate, urea, urate, bilirubin, aspartate aminotransferase (ast), alanine aminotransferase (alt), alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), protein, globulin, phosphate, cholesterol, triglycerides, and glucose. The anion gap was also affected. The customer determined that the results did not match the patient's clinical history and repeated the sample(s) on an alternate instrument. It is unknown if the initial or corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2014-00471 was filed on august 7, 2014. Additional information (07/09/2014): the discordant and corrected results were reported to the physician(s).

Event description:
The discordant results were reported to the physician(s). The corrected results were reported to the physician(s) prior to the physician(s) reviewing the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2014-00471 was filed on august 7, 2014. The first supplemental MDR 2432235-2014-00471_s1 was filed on august 8, 2014. Additional information (08/13/2014): the reporting units for the discordant results were provided.